Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed, epistaxis: the root cause of the bleed cannon be determined since insufficient clinical details were provided. Hypotension: the root cause of the injury was unable to be determined due to insufficient clinical details. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no logs are available for this device. The root cause of the pump suction was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with pulmonary embolism was implanted with an impella rp flex device for mechanical circulatory support. Upon arrival to ICU, patient began to get hypotensive and suction was noted on rp flex. Filling pressures were low. Inotropes were restarted and patient was given lactated ringer's solution (lr) until blood products arrived. Patient also had bleeding from nares and mouth since tpa (tissue plasminogen activator), so plan was made to do a full body catscan (CT) to assess for any possible source of bleeding. A few hours later, bleeding slowed, but patient had received 6 units of blood that day. CT also showed a small brain bleed as well as some potentially ischemic segments. The patient was on support for a total of two days before pump was explanted. CT showed new brain bleeds, decision to remove impella so heparin can be stopped and neuro status checked md and family aware of high chance of decompensation and may go comfort care.